Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, during a transcatheter aortic valve replacement procedure by transfemoral approach, the commander delivery system balloon ruptured, likely on sinotubular junction (stj) calcium with 2cc left in the atrion inflation device. An extra 2cc had been used for inflation. The system came out with no issues. The valve was post dilated with a 23 true balloon to make sure there was full expansion. The result was no perivalvular leak with a post echo gradient of 6mmhg. There were no adverse patient events.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The provided imagery was reviewed, and the following was observed: calcification in the native annulus. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for delivery system balloon burst was unable to be confirmed as the device/ relevant imagery was not provided for evaluation. Available information suggests that patient factors (calcification) and/or procedural factors (over-inflation) likely contributed to the event as it was reported that there was "sinotubular junction (stj) calcium" and that "an extra 2cc had been used for inflation." Additionally, review of provided 3mensio report showed calcification in the native annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, over-inflation can subject the balloon to pressures high enough to cause the balloon to burst. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.